Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a 211 cm (83") ext set w/4 gang stopcock, pole mount, 8 microclave® clear, 2 check valves, 4-way stopcock, rotating luer where it was reported that, during a CT (computed tomography) scan with a patient, they encountered the following problem: during the injection of the contrast agent, the infusion tubing split and the patient's blood flowed back up the tubing. The event occurred in the anesthesia surgery room. The catheter and faulty tubing removed. The devices are stored in our usual reserves at normal temperatures as reported. There was unprotected exposure to blood, which was exteriorized during the patient's examination (CT scan). There was blood leak, cleaned up according to service protocol. There was patient involvement, no patient harm. There was no delay in therapy, the patient was stable, no medical intervention.

Manufacturer narrative:
Product received date 10/31/2025. Investigation summary: received one (1) used 011-mc330273 ext set w/4 gang stopcock for inspection. As received, the tubing on the set was ruptured and flared. This type of tubing damage is consistent with a high-pressure injection during use. The reported complaint can be confirmed. The probable cause is due to a high-pressure infusion during use. This set is not rated for high pressure. A device history review could not be conducted because no lot number(s) was/were identified.